Event description:
Hill-rom received a report from a hill-rom technician stating that the emergency button is not functioning. The lift was located on the 7th floor, the rehabilitation department. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
When the technician investigated the lift he found that the e-stop was broken. It did not activate even if it was pressed in, it is unknown how this damage occurred. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the defect e-stop with a new one to resolve the issue. Based on this information, no further action is required.